Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose level was 248 mg/dl. The customer was assisted with the troubleshooting. Insulin pump was alarming and it is showing an arrow pointing to the right and an open book. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per healthcare professional instructions. The insulin pump will be returned to the analysis.